Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding an implant. It was reported that they were in the or and when she tested impedance, out of range jumped all over the place even with lights turned off, taking out the lead and wiping it down, then re-inserting. It was reported the physician also suctioned out header if there was particle, but they continued to see high impedance jumping all over. It was reported that during the impedance testing, the patient was feeling bellow and toes. Troubleshooting resolved the reported issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the impedance issues were related to tissue in the header of the battery. They retracted the lead and wiped it off and suctioned the header and the impedance cleared.